Manufacturer narrative:
The technician found the right slider pivot extrusion was broken. The technician replaced the extrusion to repair the bed.

Event description:
Information received indicates the head section will not lower.